Event description:
It was reported that during a laparoscopic colectomy procedure, the device was difficult to open. The device stapled but did not cut. Another instrument was used to complete the case. No patient consequences were reported.